Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx¿ sis system was used during a solyx placement procedure performed on (B)(6) 2013. The procedure was completed without complications and the patient was discharged the same day. According to the complainant, on (B)(6) 2014, the patient had complained of vaginal discharge, odor and bleeding after intercourse. The subject had also complained of dyspareunia. On (B)(6) 2014, the site reported a mesh exposure located vaginally in the area of the suture line. It was reported to be 15mm in length. The mesh was visible at mid-urethra. Granulation tissue was also observed upon exam and was coagulated with silver nitrate by the physician. The investigator assessed the event as moderate in severity and related to the sling device but not related to the study procedure. The patient was referred to urogynecology with the recommendation to remove the small piece of exposed mesh. The event was currently not resolved.